Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tortuous shunt in limb. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation it was noted that balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tortuous shunt in limb. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation it was noted that balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no tears in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located at 7mm distal to the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to the pinhole. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the shaft of the device. A microscopic examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.